Event description:
I was told on multiple occasions during preliminary appointments with the company (B)(6) that I was a candidate for lasik surgery. I was told this even though my eyesight was a dismal -8.00 in both eyes, this meant they would have to shave off much more of my cornea in order to "correct" my vision. I decided to move forward with the procedure. Shortly after its completion and 2 days worth of excruciating pain, I went back in for my f/u. I was informed that the corneal flap did not heal correctly and they would have to go back in and smooth it out. This again, was an excruciating process. I had to do this two more times after the initial procedure. A week or so after the f/u surgery, I started to notice blurred vision, dry eyes, light sensitivity, night halos, and most importantly floaters. During subsequent f/u visits, I was assured that these side effect were temporary and they would disappear within a few months. Here I am 3 years post surgery and all side effects are worst than ever. I still have constant dry eyes requiring drops sometimes 5-10 times a day. I still have light sensitivity, blurred vision, and horrible night halos which effects my driving ability. All those side effects are bad enough, but far and away the worst are the floaters. These are small particles or proteins suspended in the vitreous fluid of the eye which makes it appear as if I'm looking through cobwebs or dirty glasses 24 hours of everyday. I voiced my concerns about these floaters many times to the surgeon and other doctors to which their reply was "lasik cannot cause these floaters since they are in the fluid of the eye and the procedure does not effect the fluid" of course, after the fact, I find out this is a complete lie. The suction that is used to hold the eye in place while the surgery is preformed causes such trauma that is common for retinal tests to take place suspending these proteins (floaters) in the vitreous. If I would have known this was a possible side effect, I would have never gone ahead with the surgery. These floaters are permanent and non-correctable. So it is something I will have to live with for the rest of my life. There are many other examples of these horrible side effects documented all over the internet. My eyesight it now permanently ruined, and I have to come to terms with that. However, I will continue to fight to make all lasik surgery illegal, or at a very minimum have "floater" and what they are listed as a possible side effect at all lasik clinics. I ask that the FDA help me in my fight to save the vision of countless uninformed people. Thank you.